Manufacturer narrative:
The 429678 lead, implanted (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that oversensing of noise was observed on an episode of atrial fibrillation (af). It was noted by the clinician that there was a "weird signal" on the atrial electrograms (egm); further review with the customer indicated there was suspected electromagnetic interference. The cardiac resynchronization therapy defibrillator (crt-d) remains in use. No patient complications have been reported as a result of this event.